Manufacturer narrative:
Device pending evaluation.

Event description:
It was reported that the retaining ring popped out during surgery. There was no harm to the patient. No other information provided.

Event description:
It was reported that the subcomponents were missing, not disassembled during surgery. There was no harm to the patient. No parts of pieces fell into the patient. Device is returning.

Manufacturer narrative:
H3: the broken device reported may have been the result of insufficient retention of the internal retaining ring in the groove on the ergo humeral tray trial body when force was applied to the ring via contact with the retained tray trial screw, which allowed for disassembly of the retaining ring and tray trial screw. The reported missing tray trial screw may have been due to a disassembled retaining ring/screw from a prior surgical use. However, this cannot be confirmed as the device was not available for evaluation. Section h11: the following sections have corrected information: h6: component code: 938, retainer; 568, screw. B5: describe event or problem: it was reported that the subcomponents were missing, not disassembled during surgery. There was no harm to the patient. No parts of pieces fell into the patient. Device is returning.